Event description:
Front caster detached on recalled unit. Pt fell, had bruises, hospitalized for evaluation.

Manufacturer narrative:
Device was under recall pt had been individually notified to return unit, but did not.